Event description:
Terumo medical corporation received the following reported information: an endovascular thrombectomy (evt) case of the left common iliac artery (cia) stenosis was performed. Stenosis was expanded with a 6mm balloon and a misago 8mm×40mm was placed; however, the distal end of the device did not deploy. The part involved was reviewed with intravascular ultrasound (ivus); however, the cause could not be determined. The balloon was additionally inflated at the insufficiently expanded part. Then, successful expansion was confirmed, and the procedure was finished. Since the causal relationship between the vascular dissection and the actual sample was unclear, it was determined to be a serious injury. The patient recovered. Additional information was received on 26dec2025: considering the situation where abi (ankle brachial index) did not decrease, another angiography was conducted and a vessel dissection was observed at peripheral side including the placed stent. Then misago 8mm×100mm was additionally placed.

Manufacturer narrative:
D4: UDI no. N/a as this product is not exported to the us market. D6a: implanted date: device was not implanted . D6b: explanted date: device was not explanted . Appearance confirmation with provided image: a stent deployment failure was observed at the distal end. Vessel dissection, including the stent placement site, was observed after the stent was placed for three (3) days. No anomaly was found in manufacturing records and shipping inspection records. No anomaly was found in the trend of the stent expansion force during shipping inspection, compared to the lots around the involved lot. No related equipment problems were found. No other similar report was found in the past complaint file. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
Terumo medical corporation received the following reported information: ivus images obtained during the procedure and pre-, intra-, and post-procedural cine images were obtained. No abnormalities, such as stent defects, were observed on the obtained images.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information to section b5 and provide the complete investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Confirmation of ivus video: a calcified lesion was observed in the peripheral side beyond the stent. The stent was deployed along the lesion. In this case, it was thought that the deployment of the stent was hindered by the lesion. Based on the investigation result, no anomaly was found in the manufacturing history record and the shipping inspection record. In this case, it was thought that when the stent was deployed, the distal end of the stent got caught on some object (such as a lesion), preventing it from deploying. However, since the actual device was not returned and analysis of it could not be performed, it was not possible to clarify the cause of the occurrence. Furthermore, the cause of the vascular dissection that occurred three days after placement could not be determined since it was inflated successfully on the day of placement. Relevant instructions for use (IFU) reference: "pre-dilatation of the target vessel is recommended."